Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a nurse visit, the patient's daughter reported that the peg tube was unable to be moved for a few days with pain. A nurse evaluated the stoma and stated it looks like a buried bumper with no signs of infection or peri-stomal irritation. Additional information received on 07 mar 2025 in which the patient underwent a tubing replacement and buried bumper was confirmed. The peg tube with the buried bumper was removed and the patient underwent a new stoma site. Mfg 10/26/2021 exp 3/31/2025.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.